Event description:
Additional information was received from the patient and it was reported that her previous urinary urge incontinence symptoms had returned like they were prior to implant.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was not getting relief from the therapy, since it was implanted on (B)(6) 2017, like they did with the trial implant. The temporary implant (trial) was perfect. It was also reported that the stimulation was too strong on the saturday morning, prior to the report, so they decreased the stimulation. They then weren't feeling any stimulation. They synced with the patient programmer and saw the setting was on program 1 at 0.9 v and the therapy was on. They increased the stimulation to 1.3 v and was feeling stimulation.

Event description:
Additional information was received from the patient and it was reported that the patient called their healthcare provider (hcp) and reported that the lack of relief would be taken care of at their first post-operative appointment on (B)(6) 2017. The patient reported that a nurse showed her how to adjust the power level, but she wanted the relief the stimulation was supposed to give but couldn't get it due to the power level being so strong. The patient reported that out of the 4 programs on the device only 1 program was set. The patient reported that the other programs until (B)(6) 2017. The patient reported that she was going 20-30 times a day. The patient reported that on (B)(6) 2017 after the other programs were added, she felt relief. The patient reported that on (B)(6) 20173 the device was working much better. The patient reported that she had gone only 9 times in about a 20 hour time span.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they contacted their physician several times after the implant surgery ((B)(6) 2017). Due to the return date to the physician ((B)(6) 2017), information was initially received on (B)(6) 2017. Patient reported being frustrated that the device wasn't really programmed until their first visit with the physician. The circumstances that led the lack of relief, return of urinary urge incontinence symptoms and the stimulation being too strong were the patient wasn't programmed on all four programs until their first visit with the doctor on (B)(6) 2017. Patient thinks it should have been ready to go after implant date. The steps taken to resolve the lack of relief and return of urinary urge incontinence symptoms was it was programmed before the patient saw the pa. The lack of relief and return of urinary urge incontinence symptoms have been resolved. Patient wondered why they couldn't have gone in and been programmed a few days after surgery and not two weeks. Patient expected the same results with temporary stimulator as they did with the implantable neurostimulator (ins). Patient said having them wait two weeks to program made the patient unhappy and the doctor's office didn't tell the patient why the ins wasn't working when they knew they had to program it on the first visit. Patient was afraid she wasn't a candidate for the ins.